Manufacturer narrative:
Note: product reference 4430425 is not cleared in USA, but this reference has the same catheter as the product reference 5430425 cleared under # 510k130576. Batch history review: the batch history review was performed. The batch has been manufactured in compliance with our specifications and does not present any discrepancy. No other similar incident has been declared this batch of access ports released in september 2017. Investigation results: a celsite st301 access port from batch 36922519 has been returned to the manufacturer for evaluation. The access port is still connected to a 16 cm long catheter with the connection ring. No defect is visible. Injection test: an injection test has been performed: no leak or abnormality detected. Dimensional measurements: the device dimensionally conforms to the specifications. Conclusion: the access port does not present any leak. No defect has been detected on the returned sample. The incident description and the investigation results allow to hypothesis that the leak detected by the customer results from the formation of a fibrin sleeve around the catheter. When a fibrin sleeve is formed around a catheter, the injected product reflux along the catheter and leak out of the vein. Only the examination of the x-ray pictures could allow to confirm this hypothesis but they were not forwarded to manufacturer for analysis. The device received conforms to our specification. No corrective action is envisaged. Note: due to its difficulties encountered following the implementation of the new version of esubmittev3, this medwatch report was previously sent to the FDA via (B)(6) (tracking number: (B)(4)) on 05.25.2018.

Event description:
Extravasation of parenteral nutrition with oedema.